Event description:
Male patient undergoing a laparoscopic roux-en-y gastric bypass with lysis of adhesions. Surgeon inserted stapler up into the end of the roux limb several centimeters. He extruded the spike on the antimesenteric border, married it to the anvil, closed and fired the stapler. Stapler was removed and inspected and there were two complete doughnuts. He then removed the opening of the roux limb with the endo-gia stapler. Stapler appeared to misfire at this point. He, therefore, took a little bit of the mesentery and took several more centimeters with the new stapler and white load and this had a nice staple line. Procedure completed without further incident.